Manufacturer narrative:
An event of heart block and patient death was reported. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath the aortic annular plane in the interventricular septum, and the depth of implant of the device. The patient has a previous medical history of atrial fibrillation, pre-existing left bundle branch block (lbbb), chronic obstructive pulmonary disease (copd), hypertension (htn), aortic stenosis (as), gastroesophageal reflux disease (gerd), heart failure (hf). Information from the field indicated no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 4mm. "Permanent pacemaker was recommended but refused by the patient, and the patient was discharged the following day with a heart monitor. The patient presented to the ed the following day with a complete heart block and loc at home. The patient declined temporary or permanent pacing. The patient expired on the same day due to a combination of complete heart block." A returned device assessment could not be performed as the device remains implanted and is not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. The operation was completed, and the product met all specifications.based on the available information, the root cause of the reported death was due to a complete heart block caused by the tavi procedure in a patient with existing lbbb. While this was treatable with a ppm, the patient declined and expired due to heart failure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant. The patient was deemed high risk for surgery due to age and comorbidities. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted with no complications. The final implant depth of the valve at the non-coronary cusp (ncc) was approximately 4mm. A follow-up was performed the next day on (B)(6) 2023, and no adverse events were reported. Reports of rhythm changes were noted and a permanent pacemaker was recommended, but the patient refused pacemaker placement after the procedure. The same day, the patient was discharged with a home rhythm monitor. On (B)(6) 2023, the patient returned to the emergency room awake and lucid after an unwitnessed fall at home and loss of consciousness. Complete heart block was confirmed, however the patient and family refused a temporary pacemaker; the patient's family declined life-saving measures. On (B)(6) 2023, the patient expired. The cause of death was reported as heart failure due to arrhythmia.